Event description:
Insulin was drawn up in insulin syringe. Protective sheath was pulled over the needle prior to administration. When staff member attempted to remove the sheath from the needle, the syringe broke at the base, leaving the needle inside the protective sheath. FDA safety report ID# (B)(4).